Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 475 mg/dl at the time of incident and current blood glucose level was 420 mg/dl. Customer other blood glucose level was 355 mg/dl, 517 mg/dl, 472 mg/dl, 300 mg/dl, 439 mg/dl, 461 mg/dl, 414 mg/dl, 410 mg/dl, 310 mg/dl, 255 mg/dl, 263, 279 mg/dl, 321 mg/dl,210mg/dl, 418 mg/dl, 438 mg/dl, 416 mg/dl, 396 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringes manual insulin injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as chest headache. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not alleging insulin pump was under delivering. Customer gave himself 10 more units of insulin pump already passed high pressure test it alarmed insulin flow block alarm at 4.2units fill cannula tubing had no leaks or air bubbles no kinks nor bends insulin was not expired, not cloudy, not mixed and was within room temperature. The insulin pump will not be returned for analysis.